Event description:
Alaris smartsite extension set is attached to our current amber tubing for infusing intralipids. This smartsite¿ 1.2 micron filter extension set. Leaking is believed to occur where the two connect, possible loose connection.